Manufacturer narrative:
The investigation into the thrombosis and necessary intervention is on-going at this time. Upon completion, a final report will be filed.

Event description:
In (B)(6) of 2021 a medical center in (B)(6) had an impella cp inserted to hemodynamically support a patient. In (B)(6) of 2022 a publication was discovered that was inclusive of the impella support. The publication noted aortic thrombus that was observed after explant of the impella and was surgically removed. At the time of the event, abiomed sales team in (B)(6) was not informed of the event.

Manufacturer narrative:
Since the original report was filed the investigation into the biomaterial found in the impella limb, that was explanted surgically, has concluded. The literature alone was analyzed as no product was returned for analysis, though the field representative was able to retrieve the data logs. The data logs revealed no abnormalities during the support. The root cause of the biomaterial was not determined. The failure mode will be monitored and trended.